Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history files were read out, and analyzed. During the investigation of the history log files it was possible to detect, that on the reported day of occurrence no history entries were stored. The history log files of the last stored infusion therapy on (B)(6) 2020 was investigated. At about 07:45 am a bd plastipak, with about 50ml filling, was inserted in the device. A new therapy was chosen and some parameters were set. After that a drug from the drug library was selected "nora 24". The device was set as tom state 2 (means that this device is in slave mode). After pressing "c" and aborting the tom-mode the pump reacted with a device alarm 1401. During the visual inspection of the perfusor space, all cover caps of the screw pillars as well as the technician seal on the lower housing were available, and undamaged. A damage of the right hinge plate could be detected. The functional test was performed. The device passed the self test with a positive result. After the drive head moved out, it was possible to recognize that the drive head was not correct fixed (loose) at the drive unit. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A long term test include a test of the bolus function was performed. No malfunction, or errors could be detected. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +0,85% was within specification (+-2%) (according to en iso 60601-2-24). The device was disassembled. It could be detected that the drive unit was damaged by an external force. Furthermore it could be found a damage of the housing of the drive head. No further damages were found. The complaint could not be confirmed. Summing up all tests, the perfusor space operates within our specification. The damage of the drive has been caused by an external force. Also the device alarm is caused by a wrong handling.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion". Customer information: stopped during the perfusion of noradrenaline.